Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur. This type of event is not occurring at a rate above expected frequency. No remedial action will be taken. No further complications have been reported. Current info is insufficient to permit a valid conclusion as to the cause of the event. This report filed on (B)(6) 2004.

Event description:
Please refer to user facility report # (B)(4).